Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 26-jun-2025. The blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007053 have already been previously tested in the complaint (B)(4) on 02/jul/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: packing the lot 6007053 was manufactured according to the work instruction (wi) version 96, packaged in the machine m10, on 12/may/2024 with a total of (B)(4) units. Welding DHR review: lot 4e00261 was manufactured according to the wi version 34, manufactured in the machine ls24-ls25, on 11/may/2024 with a total of (B)(4) units. Lot 4e00262 was manufactured according to the wi version 34, manufactured in the machine ls07, on 11/may/2024 with a total of (B)(4) units. Glued connector review: lot 4e00252 was manufactured according to the wi version 37, manufactured in the line pegado 3, on 11/may/2024 with a total of (B)(4) units. Lot 4e03394 was manufactured according to the wi version 37, manufactured in the line pegado 3, on 19/may/2024 with a total of (B)(4) units. Lot 4e01681 was manufactured according to the wi version 37, manufactured in the line pegado 3, on 17/may/2024 with a total of (B)(4) units. Lot 4e01663 was manufactured according to the wi version 37, manufactured in the line pegado 3, on 10/may/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007053, and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.